Event description:
It was reported that the rigid videoscope displayed an error code 218, had an image that was green in color, and experienced loss of the image. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image of green color caused by defective outer tube. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope displayed an error code 218, had an image that was green in color, and experienced loss of the image. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.